Manufacturer narrative:
The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: rc6686 rev.: 05 section: 3.8 inspection of the endoscopic system e1/establishment name: igarashi internal medicine & gastroenterology clinic- added due to character limitation in respective field should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a suspected blockage of chemicals in the pipeline with the gastrointestinal videoscope. Cleaning was being carried out with endoscope reprocessor, oer-6, and the brushing was being done, but the immersion process was not usually performed, there is a possibility that the detergent solution was not used during brushing. There was no patient injury reported.